Manufacturer narrative:
Device passed the displacement test but motor error alarm during the prime test due to loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had rewind anomaly. Blood glucose was unknown. Troubleshooting was performed. Customer stated they were unable to exit the preparing to prime loop. Customer also reported that insulin pump had motor error alarm but it was rewind successfully. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.